Event description:
Pt was found dead, in their home, in 2004. The cause of death, according to the coroner, was diabetic ketoacidosis. Reporter indicated that the pt's estimated blood glucose, at the time of death, was 1200 mg/dl. Additionally he reported that when the pt was found, pt was not wearing the device. Reporter believes that the device may have been a contributing factor in pt's death, and thus, was reluctant to return the device to the MFR.